Manufacturer narrative:
E1: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the nurse drew arterial blood for blood gas analysis, when capping the needle by pushing the cap upwards, blood flowed out of the syringe. No patient harm was reported.